Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the compressor battery for a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; the ventilator was able to charge the battery when connected to wall-alternate current (ac) was able to be powered by the battery when disconnected from wall-ac. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.